Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and reported that the checked intra-aortic balloon pump (iabp) for the leaks and no problems were found. Fse observed fiber optic not working but no error on power up. Fse tried to fix the issue by replacing fiber optic assembly, front end board and reinstalled software but did not fix the problem. So, placed the original parts back in the iabp. Fse blew out fiber optic connector with compressed air and problem got fixed. Unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
The customer reported intra-aortic balloon pump (iabp) had air leak and fiber optic failure issue. Event occurred while in use on patient. No patient injury or harm reported. No adverse event reported.